Manufacturer narrative:
Date of event and UDI number are unknown; no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "testers seem to be off calibration." The product fault was found during testing. No patient involvement.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Received device is in good condition. Functional testing could not duplicate or confirm the customer complaint. Investigators were able to calibrate the device without any problems. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed preventative maintenance.